Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing pain around the reservoir. A dissection was noted. The reservoir was removed and placed in a different location. There were no additional patient complications reported.